Manufacturer narrative:
(B) (4). The device was used for stimulator, electrical, implantable, for incontinence.

Event description:
It was reported that the patient's programmer quit working and was turned off. The patient experienced spasms when urinating and pain. The patient saw their doctor about one month after and x-rays showed the leads had come loose. No patient intervention was reported. The patient continued to experience problems.